Event description:
An ilet user was hospitalized from on (B)(6) 2025 due to a hypoglycemic event. Ems was called by the user's mother after the user experienced a low bg but remained conscious. During hospitalization, bg was managed with insulin injections, and the user resumed ilet use prior to discharge.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.